Event description:
Death occurred. Pt required reopening and did not recover. Brain function was not successfully stabilized following bleeding from a branch of the saphenous vein graft that had been ligated with a hemoclip plus medium clip.